Event description:
It was reported that following a fall, the patient with this neurostimulator symptom's have slightly worsened. An x-ray confirmed lead migration. The patient had a lead revision surgery in which the original right-side lead was removed and replaced with a new lead on the left side while retaining the existing battery. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006 concomitant product - UDI (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced a fall unrelated to the device. Following the fall, their symptoms slightly worsened that could not be resolved over the phone with patient services. The patient was later seen in clinic and the device was evaluated. An x-ray confirmed the lead had migrated; an alternate program was provided to the patient to trial. A surgical revision was later performed at which time the original lead on the right side was removed and replaced with a new lead on the left and connected to the existing stimulator. No patient complications were reported.

Event description:
It was reported that the patient with this neurostimulator experienced a fall unrelated to the device. Following the fall, their symptoms slightly worsened that could not be resolved over the phone with patient services. The patient was later seen in clinic and the device was evaluated. An x-ray confirmed the lead had migrated; an alternate program was provided to the patient to trial. A surgical revision was later performed at which time the original lead on the right side was removed and replaced with a new lead on the left and connected to the existing stimulator. No patient complications were reported.

Manufacturer narrative:
Concomitant product (c2/d10) - UDI (B)(4). Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.